Manufacturer narrative:
Additional information was received that tooth extraction was performed seven years and eight months after implant. Blood cultures confirmed streptococcus mitis. Moderate pulmonary insufficiency was also noted. Additional information was received that the endocarditis likely contributed to the stenosis that was treated with the balloon aortic valvuloplasty (bav). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years and ten months after implant of this transcatheter pulmonary bioprosthetic valve, balloon dilation was performed due to stenosis with a 60 mmhg valve gradient and decreased the gradient. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A review of the sterility lot record confirmed that the biological indicators (bi) tested negative for both tissue and solution. The sterilization process used has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst-case bacillus atrophaeus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. The reported organism can be rendered during the sterilization process. The information received indicated the endocarditis occurred seven years post-implant. Endocarditis that occurs more than twelve months after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve (1). The endocarditis is unlikely to be attributed to the device and/or manufacturing process. The patient¿s dental work two months before endocarditis diagnosis is a predisposing factor. Overall, the true source of infection was not determined; however, there is no indication that the reported endocarditis was related to the manufacture of the device. The device was not returned for analysis. ¹ mylonakis, e., and calderwood, s.b. Infective endocarditis in adults. New england journal of medicine. 345 (18). 1318-1330. Nov.1, 2001. If information is provided in the future, a supplemental report will be issued.